Manufacturer narrative:
E1 facility postal code-(B)(6). The subject device was evaluated.the customer reported issue was confirmed and cable disconnection was noted . The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, ¿ "handling and general precautions: caution: do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break." Based on investigation results, the root cause of the reported event cannot be identified. Olympus will continue to monitor complaints about this device.

Event description:
It was reported that a split in cable was found on the subject device. There was no patient impact , no harm reported due to the event.